Event description:
Customer received a reading of 11mg/dl on her contour meter and 173mg/dl on a different meter. The difference between the comparison test falls in the "c" zone of the consensus error grid which is considered clinically significant. Customer was advised to return test strips for eval. Replacement strips and new meter were sent.